Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/13/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent liposuction of the anterior abdominal wall, waist, and right and left thighs, supracervical hysterectomy, and posterior repair. It was reported that patient underwent mesh excision on (B)(6) 2008. It was reported the patient underwent dyspareunia secondary to vaginal introitus constricting levato muscle band on (B)(6) 2008. It was reported that the patient underwent hysterectomy on (B)(6) 2009. It was reported the patient underwent excision of vaginal mesh on (B)(6) 2010.